Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of august 2025. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spinning part (male luer lock collar) of a clearlink system continu-flo solution set that connects to the patient was stuck. The issue occurred when the nursing staff hung the fluid and tried to "tie the patient in". The set was mated to the intravenous (IV) catheter site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.